Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: the device was broken shell, creases and red particles material was found on the gel. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: broken in the shell with sharp edge with stress marks assessed as surgical impact opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge broken in the shell with stress marks due to surgical impact opening.

Event description:
Healthcare professional reported a right side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation due to rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side rupture. The device has been explanted.